Event description:
It was reported the bronchovideoscope image was abnormal. The issue was found during unpacking of the device with no reports of patient harm or involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was confirmed that the image blackout was caused by a faulty charged coupled device unit cable. Based on the results of the investigation, it is possible that water or moisture invaded the device and the image sensor unit was damaged by water. Olympus will continue to monitor field performance for this device.